Manufacturer narrative:
This correction report is being submitted to inform this event is no longer considered reportable as the lead not repositioned and no allegation was made against the lead, therefore, there is no information that reasonably suggests that there was a device malfunction. This record will be closed as not a complaint as it no longer meet complaint criteria. No product problem.

Event description:
It was reported that this right atrial lead was repositioned due exhibiting intermittent sensing and low amplitude. No further adverse effects were reported.

Event description:
It was reported that this right atrial lead was repositioned due exhibiting intermittent sensing and low amplitude. No further adverse effects were reported.